Event description:
It was reported by the customer's mother that the customer's insulin pump was exposed to moisture. Customer's blood glucose level at the time 108mg/dl. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Insulin pump received with moisture damage on the lcd glass. No moisture damage on the motherboard, interface board, remote frequency board, motor, vibrator and battery tube assembly during visual inspection. Insulin pump received with cracked case at the display window corner, minor scratches on lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.